Event description:
It was reported that an otherwise healthy male patient presented to surgery for a clavicle open reduction internal fixation. X-rays revealed a broken clavicle plate. On (B)(6) 2014 the hardware was removed. The devices were removed easily, reportedly there was no delay. The patient was revised to dual plates and screws with bone graft. It was reported that the procedure was successfully completed. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Reported only as april 2014. No implant / artifact was returned therefore no manufacturing evaluation was performed. A review of the device history record (DHR) revealed no complaint-related anomalies. The DHR shows this lot of clavicle plates was processed through the normal manufacturing and inspection operations with no non-conformances or rework. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Additionally, a review of the raw material DHR revealed this lot met all specifications without any non-conformances or rework noted. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Catalog number - should be 02.112.085. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.